Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that a low battery alert was not received prior to off no power alert on the insulin pump. The customer's blood glucose reading was 315 mg/dl at the time of incident. Troubleshooting found that the pump alarmed weak battery after the off no power alarm and previously alarmed no delivery. Customer changed the batteries however, the pump alarmed again. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating current test, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No off no power anomaly during our testing noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.